Event description:
It was reported by the customer that their insulin pump was damaged. Customer stated that there was a crack around the reservoir compartment and only a portion of the gasket remained. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 130 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, cracked battery tube threads, a scratched display window, cracked case at the display window corner and a cracked case at the reservoir tube window corner.